Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the obturator top was disengaged. The obturator only was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the disengaged obturator top may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the staff noticed a chip at the bottom of one of the trocars. The camera was used to try and visualize the piece if it was broken off in the cavity of the patient. The chip was not found at the time and the surgeons proceeded with the case. The trocar was carefully removed and the piece of broken off trocar was seen in the subcutaneous tissue in the trocar site. The piece was then removed using a grasper and all parts of the trocar were collected at end of the case. There was no patient injury.